Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that a subsequent procedure was performed. During this procedure the portion of the lead which was previously capped was extracted.

Event description:
Boston scientific received information that during the routine revision of this cardiac resynchronization therapy defibrillator (crt-d), the physician was unable to loosen the right ventricular (rv) lead and right atrial (ra) lead screws of the header. After several attempts, the physician cut the leads and implanted a new ra and rv lead. The device was explanted and the leads were abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that a severed lead was returned. Laboratory analysis confirmed that the lead terminal pin was stuck in the device header block. The lead tip could not be removed as the setscrews were in the down position and the setscrew slots could not be accessed. No further analysis could be completed.